Manufacturer narrative:
A visual inspection and functional analysis were performed on the returned device. The reported failure to fire could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Factors that contribute to difficulties deploying the clip/trigger button include, but not limited to, manufacturing, inadequate nick and spread of the tissue tract, and user presses firing button (#4) prior to full advancement of thumb advancer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se device after an interventional percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the trigger button was unable to be pressed to deploy the clip. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.